Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose at time of incident was 26 mmol/l. The customer was advised that no delivery alarms despite complete set change was due to occlusion. The customer was advised that the alarm history contains only the no delivery alarms that recently tirggered, low reservoir and low battery. The customer insulin pump passed self-test as well. The customer stated that there is no physical damaged and support caps looks indented. The customer was advised to call us at time of issue if possible.